Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via phone call that the reservoir and tubing had air bubbles. The customer's blood glucose was 80 mg/dl at the time of incident. The representative stated that the customer does not rewind the insulin pump with the reservoir in place. The representative stated that the insulin was stored at room temperature. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill reservoir test and the reservoir passed per inspection. No air bubbles anomaly was found during analysis. Checked the o-ring for defects and none were found.